Manufacturer narrative:
No product returning for evaluation. Attempts have been made to obtain all event information. Should new information become available, a follow up MDR will be submitted.

Event description:
Received information regarding a leak from the cartridge. Customer's blood glucose level was not impacted. Customer continued to use cartridge in order to save insulin.